Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was exchanged for a shorter lens.

Manufacturer narrative:
Device evaluated by manufacturer? Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. (B)(4).